Event description:
During a percutaneous transluminal angioplasty (pta) to the right common iliac artery, there was difficulty experienced delivering the palmaz medium on powerflex plus to the target lesion because of the severely tortuous vessel. Therefore, the stent delivery system (sds) was safety withdrawn form the pt; however, the distal end of the stent was found partially deployed. The lesion was approached from the right femoral artery. There was heavy calcification and vessel tortuousity. The lesion was 100% stenosed. There was force applied when tracking the device to the lesion. There were no other noted anomalies. Another smart control stent was used to successfully complete the procedure. There was no adverse event and the pt is in stable condition. Films are not available and the product will not be returned for analysis.

Manufacturer narrative:
This product is not available for analysis. Additional info will be provided within 30 days of receipt.